Manufacturer narrative:
Retainer ring=clear. On 09/13/2021 customer called in with the following concern: constant battery failed alarm. P-cap locked in place properly during testing. After battery installation unit persisted on failed battery test alarm. Device was also tested using a new battery cap and failed battery test alarm persisted. Unable to download history files due to constant failed battery test alarms. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Swapped boards and internal battery to pinpoint the faulty board. Problem isolated to electronic assemblies. Device also received with cracked keypad at select button, keypad overlay texture damage and scratched case. In conclusion, customer allegations are confirm. Device was received with constant failed battery test alarms not giving access to download. Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated had not tried a replacement battery cap. No harm requiring medical intervention was reported. The device will not be returned for analysis.